Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received five samples for investigation that were subjected to functional tests for low or no draw. All tubes were found to be within specification. Additionally, 20 retained samples were also tested for low or no draw, and all tubes met the required specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.